Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2010 and mesh was placed into the patient's body. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sling procedure to treat stress urinary incontinence. Postoperatively the patient experienced cramping, heavy discharge, dyspareunia, and incontinence. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.